Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting the right ventricular (rv) lead implant, it was noted that the helix was unable to be retracted. Additionally, the rv lead exhibited high capture thresholds. The lead was not used and a new lead was implanted. Patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold and a helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood / tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal.